Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted above ( 300 mg/dl). The customer took an insulin pen to stabilize bg level. Reportedly, the pump was dropped two weeks ago and the customer accidently backed car onto the pump. The customer stated to have been using the pump since then and did not have any issues until the malfunction alarm occurred. It was indicated that the customer would use insulin pens as alternate insulin therapy.